Manufacturer narrative:
The device history record could not be reviewed as the customer was unable to provide the lot number. The customer also did not provide the sample, therefore, the root cause could not be precisely determined. Every production lot of our gloves is tested using the FDA prescribed water test procedures, and our aql is much tighter than that required by the FDA. We will continue to monitor complaints for any unfavorable trends.

Event description:
The surgeon noticed a piece of her glove was missing as she was closing the abdominal cavity. She took the sutures apart, and did an abdominal wash/filter with ringer's lactate. The piece of glove was found on the floor. It matched the missing area on the glove, so it is believed that no pieces were left inside the pt. The surgeon noted that the incident involved a breach of asepsis. The pt was not given antibiotics.